Manufacturer narrative:
The pt's included in the study were treated with negative pressure wound therapy from 2000 to 2011. It was unk when the events occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged fistulas are related to vac therapy. There have been several unsuccessful attempts made the gather add'l info.

Event description:
On (B)(6) 2015, kci rec'd article, hutan m jr, et al. Use of intraabdominal vac (vacuum assisted closure) lowers mortality and morbidity in pt with open abdomen. Bratisl lek listy. 2013; 114 (8). 451-454. Doi: 10.4149/bll_2013_094 that reported the following: "our aim was to compare two groups of pts with oa [open abdomen], namely one managed by kern laparostomy, the other by intraabdominal vac and to statistically evaluate their outcomes in terms of mortality, closure of abdominal cavity, incidence of enteroatmospheric fistulas, possibility of their primary closure, as well as the possibility of diverting the enteral content from fistulas." Based on the review of the information provided from the study, 9 pts (table 4, pg 453 per the attached article) developed enteroatmospheric fistulas while using vac ats and vac granufoam and/or whitefoam dressing. No add'l info is available. The unit's serial number was not provided, therefore, kci cannot conduct a device eval of the unit.